Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. During the procedure, a clot formed on top of the was and after release of the closure device, the clot remained on the top of the device. The patient was given 16,000 units of heparin with an activated clotting time (act) never reaching beyond 169 seconds during the procedure. An additional 7,000 units of heparin was given and the act was 269 seconds after the procedure. The patient is reported to be stable.